Manufacturer narrative:
30, 2024 indicated that patient underwent an explant on (B)(6) 2024, date of implantation was on (B)(6) 2023, patient identifier, age, date of birth added to the report, and patient was replaced with the sn (B)(6), and date of event was on (B)(6) 2024. Patient right side was deflated. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter phone#: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor ce med height te, 550cc, saline prosthesis experienced unknown-sided deflation postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 18, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample ce med height te 550cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear (a) between the union of the bladder and shell at the 12 o'clock position. In addition, two (2) tears (b & c) were found through the shell on the anterior view, measuring approximately 0.1 cm and less than 0.1 cm respectively. A microscopic examination was performed on the edges of the ruptures (a, b, and c); the cause of the tear (a) could not be identified, and parallel striations were found in the whole area of tears (b & c). Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation of tear (a). According to the manufacturing investigation, the manufacturing process failures that could result in a potential leakage, indicative of deflation or rupture, in connection with the product complaint were reviewed. The collected process controls and data records for the deflated tissue expander meet specifications. Therefore, the tear (a) found on the device cannot be conclusively confirmed as a manufacturing-related defect. Although no conclusion could be reached on the cause of the tear (a), the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the expander region may cause stress to the device and result in subsequent deflation. Based on the information currently available, the microscopic examination of the tears (b & c) indicates that the expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).